Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22778. It was reported that the patient presented for follow up with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. It was noted that the right ventricular lead had a history of non-sustained over-sensing for which programming interventions had not resolved. The physician was unable to determine a source over-sensing and had elected to continue to monitor. There were no adverse patient consequences reported.